Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. It was discovered that the supply bag became disconnected from the line due to a loose connection. The technical service representative assisted the caregiver with power cycling the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem was determined to be that the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.